Manufacturer narrative:
Addittional information: device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that the use of section h-6 health effect clinical code 2194 ¿ dizziness was incorrect as this is a consumer eye health (ceh) code. Therefore, this supplemental filing is to correct the health effect clinical code that was incorrectly reported. The following sections have been updated accordingly: section h-6 health effect - clinical code: 4471 ¿ dizziness. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date is unknown, not provided, best estimate is during (B)(6) 2019. If explanted, give date: not applicable, as the intraocular lens remains implanted in the patient's ocular sinister (left eye). The device was not returned for analysis as the product remains implanted in the patient's ocular sinister (left eye). A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Patient reported he sees halos glares, shadows, lack of depth of perception, and lack of clarity in his ocular sinister (left eye). His vision has been very bad since the surgery and his vision is much worse at night. For the past year he has had great stress and distress, between sparkles, lights at night, he has trouble with traffic lights, and he can't distinguish things. His doctor has been aware of this since the beginning, he felt the symptoms fairly immediately and notified the doctor of his symptoms. He has spoken with his doctor about switching to a monofocal lens, however, with covid-19, a surgery date has not been set. Patient also reports it has made him dizzy at times, he is very disappointed and he¿s astonished, at everything that he has been going through. Additional information was obtained through follow-up confirming nighttime driving is affected and concentric circles are observed when looking at bright lights at night. Right eye issues were noticed immediately. Patient has seen the doctor two (02) times, the first was several months ago and the second time was a few weeks ago. No further information was provided. This report captures the iol in the patient's ocular sinister (left eye). A separate report will be filed for the patient's ocular dexter (right eye).